Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The reported complaint of leaks at the filter can be confirmed based on lot history review. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during manufacturing found in h6.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where the customer reported leaks at the filter- drip but a breakdown of the equipment and the closed circuit was noticed. There was an unknown patient involved, and unknown patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.